Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon receiving further information from the patient they confirmed to have not been diagnosed with any type of lymphoma. Additional, changed, and/or corrected data: b.5, g.1.

Event description:
Patient confirmed that they have not been diagnosed with any type of lymphoma and that they were only experiencing concern with the product.

Manufacturer narrative:
Reason for reoperation due to "lymphoma is under the right arm and the neck." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "lymphoma under their right arm and neck." Patient additionally reported "diagnosed with lupus;" this event is not related to the device. Device remains implanted.